Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a renal rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, after twice achieving roll-off, the generator continuously stopped at 30 seconds. The procedure was completed with this rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. However, patient over 18 years old. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).